Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hypoglycemia at 8.30 am. The customer blood glucose level was 115mg/dl at the time of hospitalization and 89mg/dl at the time of incidence. The customer was treated with apple juice. The device will not be returned for analysis.